Event description:
It was reported that the patient line was inadvertently cut. The event occurred during dwell two on the home choice (hc) and the home patient (hp) was connected. The home patient (hp) stated they were moving around their house and the patient line was severed. The technical service representative (tsr) had the home patient (hp) disconnect aseptically and put a cap on the line. The tsr had the care giver (cg) close all the clamps and assisted with ending therapy. The hp would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.